Event description:
Information received by medtronic indicated that the insulin pump had crack at back and battery compartment. Customer experienced high blood glucose level of 32 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode at the time of high blood glucose level. Insulin pump was not delivering insulin. Troubleshooting was performed. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the battery compartment and high bg found on (B)(6), 2021. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and test p-cap locks into the reservoir compartment, however retainer ring damage noted. No unexpected alarms occurred during testing. Pump was cut open to perform visual inspection and no moisture or physical damage to the electronic assembly. The following were noted during visual inspection: pillowing keypad overlay, scratched case, stained keypad overlay, missing display window/cover, cracked retainer, partially detached retainer, cracked reservoir tube lip, keypad overlay texture damage, cracked case (battery tube), battery tube threads-cracked, serial number label missing, keypad overlay peeling and minor scratches on lcd window. In summary customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube was noted. Pump passed full dry test, however, corroded battery tube noted. Unable to confirm high bg. Additionally, retainer ring damage noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.